Event description:
In (B)(6) 2011, distributor reports one case of broken cage detected post-operatively.

Manufacturer narrative:
Investigation: device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Additional info has been requested to investigate the adverse event. Conclusion: no conclusion can be made as insufficient info has been provided. Broken device was noted on x/ray post-operatively. No intervention has been required nor has the pt exhibited any negative effects because of the broken device.